Event description:
High impedance was observed on systems diagnostics for patient's device at a follow-up visit. The parents report increase in seizures, especially gtcs (generalized tonic-clonic seizures), over past ¿several months. Surgery is likely but has not occurred to date. No additional or relevant information has been received to date.

Event description:
The patient underwent a full replacement. The lead and generator were returned. Analysis is underway but has not been completed to date.

Event description:
Product analysis for the lead was complete and approved. During the visual analysis of the returned 58mm portion the (-) green electrode quadfilar coil appeared to be broken approximately 27mm from the end of the electrode bifurcation. Scanning electron microscopy was performed on the connector end of the (-) green electrode quadfilar coil break (found at 27mm) and identified the area as being mechanically damaged which prevented identification of the coil fracture type and no pitting. Pitting was seen from sem on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Analysis of the generator showed that there was no indication of end of service. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. The patient¿s implant card indicated difficulties removing the terminal pin from the device header. Analysis did not indicate any issues with the header of the generator during analysis.